Manufacturer narrative:
Corrected catalog number in section d.4. No further information was received for this event.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to broken stem. Additional information received on 10/08/2020 from (B)(6): adding incidents with product information for the liner and head.